Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 600 mg/dl. As the contact changed the cartridge and infusion set prior to contacting tandem technical support, trouble shooting to help determine the possible cause of the occlusion was not performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.